Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned and analyzed and no anomalies were found. The setscrew marks on the connector pin were too proximal.

Event description:
It was reported that the right ventricular (rv) lead was exhibiting high superior vena cava (svc) coil impedance. The lead was partially explanted and replaced. It was also reported that right atrial (ra) lead thresholds had risen to a high range in addition to small p-wave measurements being observed. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.